Event description:
The device was used during a low anterior resection procedure. Reportedly, the staples were missing. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
03/04/1999 supplemental report #1 sent to FDA. Corrected data entered in d-9. Device evaluation indicated and codes entered in h-3 and h-6. Device not available for evaluation.